Manufacturer narrative:
The distributor reported their customer informed them that the AED is not working. The battery pack has an expiration date of june 2028; the AED serial number was not provided. The maintenance schedule is not reported. Communication with the distributor: asked to have their customer call the manufacturer directly so trouble shooting can be conducted with the customer and the AED serial number can be provided. No additional information is available at this time to further investigate the event. The IFU states the IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories, check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported their customer informed them that the AED's battery is not working. The customer did not report this occurred during patient use.